Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: returned product consisted of a angiojet solent dista thrombectomy system. A visual and tactile examination showed a break in the hypotube break at the tip of the catheter. A visual and tactile examination showed no irregularities with the pump. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that an error code was received. An angiojet® solent¿ dista catheter was selected for use in a thrombectomy procedure in the superficial femoral artery; however a "check salt intake" error message was received. The procedure was completed with a different device and there were no patient complications reported. However, device analysis revealed a hypotube break.